Manufacturer narrative:
Unit received had no button response due to flattened esc and act (creased) button dome switch. Inspected connector on lcd and no unlock keypad connector. Unable to verify no delivery alarm due to no button response. No moisture damage found inside the insulin pump. Unit was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's aunt reported via phone call that the insulin pump had a keypad anomaly and alarmed no delivery. The act button was sticking. The insulin pump was exposed to moisture. Customer's blood glucose level was 400 mg/dl. The customer's blood glucose level was treated with injections. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.